Event description:
Customer reports that she received results of 92mg/dl and 406/mg/dl within 1 minute on the same device. Customer also reports obtaining results of 43mg/dl and 76mg/dl on the same device within 1 minute. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used on the drum these tests were performed on. Requested return of suspect device and replacement was sent.